Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including hyperlipidemia (hld), atherosclerosis and diabetes mellitus (dm).

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 21mm 3300tfx valve in the aortic position, was explanted after an implant duration of 7 years, 1 months due to severe stenosis and calcification. The patient presents with heart failure and sob. The explanted valve was replaced with a 19mm 11500a valve. Per medical records patient had been for acute cva due to atrial fibrillation. The patient underwent redo-avr with a 19mm 11500a inspiris valve. Intraoperatively, severe calcification and stenosis were found on the prosthetic av, throughout the aortic root and annulus, and plaques which appeared to be very friable and mobile on the descending aorta. The aortic annulus was debrided, and a 19mm inspiris valve was implanted. The surgeon determined the patient would need bypasses to ensure adequate coronary blood flow. CABG x3 was performed. Cpb weaning was attempted but was unsuccessful. An intra-aortic balloon pump (iabp) was placed but unable to wean off cpb. An impella device was placed which initially worked but the patient had severe coagulopathy issues. The impella device could not flow adequately and support was stopped. The patient expired in the or.